Manufacturer narrative:
Fiber was not returned to manufacturer. User handling could have been a cause to the fiber breakage.

Event description:
A pt admitted for left ureteral stone procedure cystoscopy ureterascopy and attempted laser lithotripsy of kidney stone. During procedure, the laser became ineffective and it was noted laser fibers not working. Fibers removed and found to be broken. Procedure attempted 2 times after that with some results - fiber broke. Some discussion as to fibers being refurbished. Only 20% of stone was fragmented using laser.